Event description:
Customer reports low blood glucose symptoms with blood glucose result of 62 mg/dl; self treated with bananas and an apple. He re-tested 15 minutes later and reportedly received the following back to back results on the aviva system: 463 mg/dl, 137 mg/dl, 256 mg/dl, 150 mg/dl, 293 mg/dl, 141 mg/dl, 311 mg/dl and 148 mg/dl. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of the suspect device and a replacement was sent.